Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump, confirmed the shipping address, and provided instructions for the customer to return the faulty pump using a pre-paid label. The customer agreed to use multiple daily injections (mdi) as backup therapy and understood how to put the pump into storage mode before returning it.